Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support unable to troubleshoot due to customer resolving issue prior to reporting event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.